Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their ins battery intensity would go to 0 automatically. Pt unlocked their controller and entered group b: program 1 and their intensity was at 0. Pt confirmed they had the adaptive stimulation feature turned on and patient services specialist (pss) reviewed the adaptive stimulation feature. Pt decided to turn off their adaptive stimulation feature. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.